Event description:
Lifeport removal due to no further need of chemotherapy. Lifeport did not come out intact. Appeared to have seared off at some point. Distal end frayed and split. Fragment of lifeport catheter removed... Percutaneous removal.